Event description:
It was reported that during the implant procedure it was difficult to insert both the leads into the pulse generator header. After using silicone oil, the leads could be inserted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.